Event description:
Caller reported a cartridge alarm leading to a pump shutdown, but the specific cartridge alarm could not be confirmed. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.